Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition due to oversensing of electromagnetic interference (emi). The patient is dependent and there were pauses noted greater than two seconds. This crt-d remains in service. No additional adverse patient effects were reported.